Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had fallen a month or two ago and gotten a concussion. The patient called because their stimulation was off and they had a loss of therapy. The patient could not get the recharger to charge the implantable neurostimulator (ins). The patient was unable to charge. The patient saw poor coupling and reported that they had been getting 0 coupling bars starting 2 weeks earlier in july. An antenna locate was performed with 6 coupling bars achieved. Later the patient was able to get 8 coupling bars. The patient was then able to charge. The patient reported that when they got the ins to 25% charge they would turn their stimulation back on. The patient had been in the hospital for severe pain in their neck and back starting on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.